Event description:
It was reported that the downstream occlusion sensor rubber was damaged and that the remote cord jack was intermittent. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the cracked downstream occlusion seal. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.